Event description:
The customer contacted stryker to report that their device unexpectedly shutdown during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The initial MDR report with FDA reference# 0003015876-2025-01070 and stryker reference# 2025399153, submitted on 05/23/2025, was submitted in error. This vigilance report was found to be a duplicate of the initial MDR report with FDA reference# 0003015876-2025-01075 and stryker reference (B)(4), submitted on 05/26/2025.

Manufacturer narrative:
The device will be sent in for investigation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available at this time.

Event description:
The customer contacted stryker to report that their device unexpectedly shutdown during patient care. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.